Event description:
Customer reported that she received the following results on the nano system within 2 minutes: 163 mg/dl, 141 mg/dl, 122 mg/dl, 109 mg/dl, and 90 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been used and will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.